Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a saphenous vein graft (svg). A 4.00x32mm ion stent was implanted in the svg. The physician implanted a second stent and it was noted that it "dinged" the proximal end of the first stent, causing the 4.00x32mm stent to become deformed. Post dilation was performed and a third stent was placed. The procedure was successfully completed with no patient complications reported. The patient's current condition is fine.

Event description:
It was further reported that the target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca). The 4.00x32mm ion stent was direct stented and it was noted that the stent was well positioned and apposed in the lesion. A 4.00x16mm ion stent delivery system (sds) was then advanced and "dinged" the previously placed stent and it was noted that there was an axial length change in the 4.00x32mm stent. The 4.00x16mm ion stent was successfully implanted over the accordioned portion of the 4.00x32mm stent. Post dilation was performed with a 5.0x20mm nc quantum balloon in order to allow overlap of the additional 4.00x16mm ion stent that was placed.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).